Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) and/or if additional information is received. A review of the instrument log for the curved bipolar dissector instrument pn# 420344-10 / lot# n10180801-697 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system rsh0159 for 0:59:15. The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because it was alleged that the instrument arced, smoked with no evidence or claim of user mishandling or misuse. Although there was no report of patient harm, injury or adverse outcome due to the event, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, insulation of the fenestrated bipolar forceps instrument failed and originated a spark after activating bipolar energy on it. A backup instrument of a different kind was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument¿s wrist motion was free and no physical damage nor discoloration was observed during the inspection. The cannula was inspected and checked with a gauge pin prior to use. The instrument had been in use for approximately 15 minutes when the surgeon activated bipolar energy directly to cauterize the uterine vessels and a spark occurred. A monopolar curved scissors instrument was also in use when the event occurred, and no intraoperative collisions were reported. The instrument had not been removed from the patient prior to the reported spark. The instrument wrist was straightened and removed after the spark occurred. No tissue damage was observed. The patient has not returned to the hospital experiencing any post-surgical complications.